Event description:
Boston scientific crm received info that after the pt had fallen, the right atrial (ra) lead was found to have dislodged. During the revision procedure, it was noted that there was blood inside the lumen, so it could not be repositioned. The ra lead was explanted and a new lead was successfully implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.